Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate was down to 36 beats per minute. The patient also indicated they have not had an implantable pulse generator (ipg) device check in two years, and their device is over 10 years old. Follow-up with the clinic disclosed that the device was recently replaced. There were no previous details available about the device. No further patient complications have been reported as a result of this event.